Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a system modification was performed. The outcome of the event recovered/resolved on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event date was (B)(6)2019. The adverse event term was updated to pump not lying flat in pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the adverse event term was pump pronounced in pocket. There was a causal relationship to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine 5 mg for a total dose of 0.24991 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient reported the pump being more pronounced and moving around. The etiology indicated the event was not related to catheter, pump, my ptm, drug, or systemic opioid weaning. No diagnostic tests were performed, but also noted device interrogation occurred on (B)(6) 2019. No interventions occurred. The adverse event term was pump migration. The patient's weight was not collected. The event date was unknown. No further complications were reported/anticipated.